Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered 50 units of insulin without user input. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event, and to obtain pump data for review; however, no response was received from the customer. Reportedly, customer reverted to manual injections for insulin delivery.